Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-21193. It was reported that the pacemaker device exhibited premature battery depletion, no magnet response, and failure to interrogate and the device was explanted and replaced on (B)(6) 2021. Atrial lead also exhibited noise and was explanted and replaced at the same time. Patient was stable after the procedure.